Event description:
An article in the journal of vascular surgery reports a retrospective review that was conducted on all pts who underwent an open conversion after a previous evar for an aneurysm-related indication from 2001 to 2011. Before open conversion was performed, an endovascular approach was attempted first to treat pts with asymptomatic aneurysm growth and in select cases of rupture. This article describes six pts who underwent treatment with gore excluder aaa endoprostheses. Post-operatively, the pts presented with aneurysm growth due to endoleak (unspecified). Elective explants of the gore excluder aaa endoprostheses were performed in these pts after endovascular attempts were unsuccessful.

Manufacturer narrative:
The root causes of the endoleaks are unk. Chaar, cassius i.o., et al. "Delayed open conversions after endovascular abdominal aortic aneurysm repair." Journal of vascular surgery. In press.